Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the menu button on the insulin pump was not responding. Customer's blood glucose level was unknown. Customer stated that when he calibrated the blood glucose the screen went blank. Customer was assisted with programming. Insulin pump will not be returned for analysis.